Manufacturer narrative:
D11 was updated and g5 was corrected.

Event description:
It was reported that during bur retract in a tka procedure, the system crashed and displayed internal cabling/drill console error, and would not start (with error 4000000000). There was also an siu fuse failure. This caused a delay of fewer than 30 minutes. The procedure was completed manually using s&n instrumentation. No other complications were reported.